Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump. Technical support decided to send a replacement pump, ensuring it had updated software.